Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-15348. It was reported the patient experienced ineffective therapy of the low back and feet. Lead diagnostics indicated high impedances on the thoracic leads. Reprogramming did not resolve the issue. Later x-ray confirmed thoracic leads migrated. In turn, surgical intervention may occur to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated the patient underwent surgical intervention on (B)(6)2022 wherein 1 of 2 thoracic leads were explanted and replaced and both cervical leads were explanted and replaced (related manufacturer reference numbers: 1627487-2022-05865; 1627487-2022-05866) due to high impedances. It us unknown which of the two thoracic leads were explanted. Therefore both leads are being reported.